Manufacturer narrative:
Technician replaced the foot brake and brake/steer casters to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the brake casters were not holding in the locked position.